Event description:
(B)(4). Immediate left sided ovary pain upon insertion by dr. Labor like pains. Losing my hair, horrible rash on my hands andamp; legs. Heavy periods, passing lots of clots. Constant stomach pain.